Manufacturer narrative:
(B)46) report number (B)(4)/ 3001883144-2016-00056 was initially submitted on 25 aug 2016. On 02 sep 2016, the FDA requested this report be re-submitted as it was unable to be recovered due to issues the FDA was having on 25 aug 2016.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to severe aortic valve stenosis. A 19 mm trifecta valve was implanted. The patient had undergone routine follow-up every 6 months since discharge. On (B)(6) 2016, pulmonary edema and severe cardiac insufficiency were confirmed. A transthoracic echocardiogram (tte) revealed aortic regurgitation and a re-do avr was performed. The trifecta valve was explanted and replaced with a 19 mm carpentier-edwards perimount magna ease aortic heart valve. Upon explant, the right coronary cusp was noted to be almost torn away from the stent post at the commissure between the right coronary cusp and left coronary cusp. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded that cusps 2 and 3 were torn. Fibrous pannus ingrowth was observed on the outflow surface of cusp 3 and on the sewing cuff adjacent to cusps 1 and 2. A surface abrasion was observed in the outflow surface of each cusp. No inflammation or significant calcifications was observed. No evidence was found to suggest the cause of the cusp tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.